Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the front panel screen of their vela ventilator is unresponsive and will not allow any changes or input. The customer reported that they do not have any information regarding patient involvement, it is currently unknown.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was unable to be confirmed or duplicated. The touchscreen monitor has a damage that could be intermittently causing screen to be unresponsive. Additional findings, the backlight inverter is failing. The device will be scrapped. This issue will be internally investigated within vyaire.